Manufacturer narrative:
It was reported that the customer had an extra non-registered main board available and would attempt installation prior to ordering an additional board if needed. Subsequently, it was reported that the main board was installed in an attempt to correct the speaker failure; however, the issue was not resolved following installation of the replacement board. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there is a speaker malfunction error message on the device. The device was not in use on a patient at the time of the event, there was no patient involvement.